Manufacturer narrative:
Complaint conclusion: as reported, before turning the tuning dial, the stent on an 8mm x 60 mm, 80cm smart vascular stent system "jumped and targeted". It was not deployed to the lesion. Another stent was used. The patient condition is fine. There were no reports of patient injury. The smart stent was used for an iliac case. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. A non-sterile ¿pkg assy 8x060 smart vas 80cm¿ was received coiled inside a clear plastic bag. The unit was unpacked for evaluation. The stent was fully deployed and not returned for analysis. A kink was observed approximately 77 cm from the distal tip, was noted approximately 72 cm from the distal tip. The locking pin was not returned, and no other significant details were noticed. Due to severe damage, the usable length of the stent delivery system could not be measured or verified. Functional analysis was attempted to assess the device's functionality, but the simulation could not be performed because the unit was fully deployed, and the severe kink and crack impeded the actuation of the tuning dial. The cracked area of the outer sheath was inspected using a vision system, revealing elongations, fatigue lines, and plastic deformations. These features are commonly associated with damage caused by tensile and twisted overload. It is assumed that the material was subjected to forces exceeding its yield strength before the damage occurred. No other anomalies were observed. The reported ¿stent delivery system deployment difficulty premature/in patient¿ could not be verified due to the nature of the event as this cannot be replicated in the lab setting; additionally, no procedural films were provided. Therefore, the exact cause cannot be determined. ¿stent jumping', is often associated with not properly straightening the delivery system prior to deployment. Additionally, the locking pin was not returned with the device, the outer sheath was cracked, and a kinked condition were observed on the delivery system. The delivery system was induced to events that exceeded its material yield strength prior to the cracking and kinking noted; furthermore, elongations and plastic deformations were evident on the returned device. Although unknown, procedural factors and/or vessel characteristics along with device handling, were likely contributing factors to the issue reported as evidenced by device analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before turning the tuning dial, the stent on an 8mm x 60 mm, 80cm smart vascular stent system "jumped and targeted". It was not deployed to the lesion. Another stent was used. The patient condition is fine. There were no reports of patient injury. The smart stent was used for an iliac cased. The device will be returned for evaluation.